Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set leak event on 11-may-2024. The infusion set was in use for 24-48 hours. The leakage was at site. The glucose level was 280 mg/dl. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-02625. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 5397774 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 9 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on returned reference samples, 10 samples out 10 samples passed the test. Batch review the lot 5397774 was manufactured according to the document version 12 on the packing process in the machine 10, on 29-sep-2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.